Manufacturer narrative:
Additional information was received that a second valve was implanted, valve-in-valve, due to a frame fracture of the first valve. Additional pre-stenting resolved the issue. Conclusion: the device was not returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and the heart, appear to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fracture was not determined. This event did not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and one month following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted for an unknown reason. No additional adverse patient effects were reported.